Event description:
It was reported that during a normal follow-up the patient presented with their implantable cardioverter defibrillator (ICD) in a power on reset (por) mode. Scan to disc data suggests the por was due to "write to locked ram" error. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).